Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion error which was reproduced during evaluation. The cause was determined to be a failing downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The reported condition could not be verified as evaluation did not properly assess for the reported condition of motor runs intermittently without user input. The device will be required to pass all testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found a delayed keypad response. The cause was identified to be a failed processor board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion errors and the motor runs intermittently without user input. There was no patient involvement. No additional information is available.